Event description:
The device was used during nissen procedure. Reportedly, there was insufficient coagulation and bleeding occurred. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.